Manufacturer narrative:
The device rosa one (B)(4) is not FDA approved, but it is similar to the device rosa brain 3.0, classified (B)(4). The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during some test on the device, a software bug has been noticed.

Manufacturer narrative:
The sequence of events occurred during this issue is clearly identified under a design defect already know.